Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the tigertail ureteral catheter was curling, and was not allowing the guidewire to pass through it (batch # regx3459). Per additional information received via email on 17mar2023, stated that an additional batch# also had the same issue (batch # regw2678). Per additional information received via email on 23mar2023, stated that they were not sure whether some of the device came into contact with a patient. Certainly many were opened and then determined to be defective when guide wire was not able to pass the crimp. There was no patient harm noted. Per additional information received via email on 26jul2023, stated that the device was used in patients. The evaluation and final conclusion was not based on evidence and problem encountered. The ureteral catheter as it came out the package was not adequate or useable. The catheter end under the clear part or under the white part of the adaptor was already crumpled. The adaptor actually was loosened, not tightened (batch # regx3459 and batch # regw2678). Therefore it was not allowing anything to pass, including a wire, through the catheter.

Event description:
It was reported that the tigertail ureteral catheter was curling, and was not allowing the guidewire to pass through it (batch # regx3459). Per additional information received via email on 17mar2023, stated that an additional batch# also had the same issue (batch # regw2678). Per additional information received via email on 23mar2023, stated that they were not sure whether some of the device came into contact with a patient. Certainly many were opened and then determined to be defective when guide wire was not able to pass the crimp. There was no patient harm noted. Per additional information received via email on 26jul2023, stated that the device was used in patients. The evaluation and final conclusion was not based on evidence and problem encountered. The ureteral catheter as it came out the package was not adequate or useable. The catheter end under the clear part or under the white part of the adaptor was already crumpled. The adaptor actually was loosened, not tightened (batch # regx3459 and batch # regw2678). Therefore it was not allowing anything to pass, including a wire, through the catheter.

Manufacturer narrative:
The reported event was inconclusive since no sample was returned for evaluation. A potential root cause for this failure mode could be ¿operator¿s handling method". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications]: method for use: do not reuse. Do not resterilize. Purpose and effects: these urethral catheters of radiopaque are intended for use in the urinary drainage, collection of urine samples and pyelography with insert through the urethra into the ureter or renal pelvis. Directions for use: method of use: dispense after single use and do not reuse since the device is a disposable product intended only for single use. Placement without a guidewire the urethral catheter is inserted into the ureter under endoscopy. The catheter adapter is secured to the terminal end of the urethral catheter and the urine drainage or retrograde pyelography performed. Withdraw the urethral catheter from the endoscope and the procedure are completed." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. .